Event description:
The user facility reported nine cases of chemical colitis associated with colonoscopy procedures. The user facility reported the pts required treatment. However, the method of treatment they recieved is unk. All pts have reportedly recovered without further incident.